Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years post tmvr implant with a sapien 3 (s3) valve in the mitral position, the patient was admitted to the hospital with failure of valve requiring replacement. The patient underwent a valve in valve (viv) tmvr with a 26mm s3 ultra in the mitral position via tfv/transseptal approach. The valve now presents with moderate pvl and a mean gradient of 12mmhg recommending intervention. Per medical records review, approximately 4 years ago, patient underwent a tmvr procedure with a 26mm s3 in native mac via right thoracotomy on cardiopulmonary bypass. The native valve had significant mac and a ruptured mitral chordae in a3. There were no ew device malfunctions noted. The valve was successfully placed in the native mitral annulus and sutured into place. No pvl was observed. Felt was applied to the base of the valve prior to expansion. There were no procedural complications.

Manufacturer narrative:
Correction to h6 for final submission. A supplemental MDR is being submitted for the device history review of the lot number. The valve will not be returned at this time, the valve remains implanted in the patient. No device was return for evaluation, however a DHR review was performed, and the review of these work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. In addition, correction of h6 (investigation findings), has been updated. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the increased gradient and pvl 4 years post cannot be confirmed. Patient co-morbidities, (chf, pulmonary htn), in addition to the mechanisms described above may have contributed to the event . However, a DHR review was performed, and the review of these work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.